Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken wherein the pocket site was moved thus resolving the issue.